Event description:
New information received notes that the leadless pacemaker was successfully retrieved.

Event description:
It was reported that the patient presented in clinic with chest pain. X-ray and computed tomography (CT scan) revealed that the leadless pacemaker (lp) dislodged and traveled into the right pulmonary artery. Device retrieval was attempted on (B)(6) 2025 but was unsuccessful. The patient was administered blood thinners. The patient was stable.